Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, the patient had unsuccessful defibrillation threshold testing (dfts). At a later date, the physician repositioned the device and completed dfts again, at this time the physician was satisfied with the results. It was further reported, the patient received inappropriate therapy due to p-wave oversensing (pwos) and myopotential oversensing observed on the extravascular (ev) lead. Reprogramming was completed, however, the next day pwos continued to be observed when certain activities were being performed. The lead was then revised to a more distal locations, but p waves were still intermittently sensed and dfts were attempted but unsuccessful. Undersensing of ventricular fibrillation (vf) during dfts were also noted. At this time, the physician made the decision to explant ev-ICD system and re-implant with a transvenous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (evl008807v); product type: 0264-lead-hv; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.